Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -9.5/1.5/20 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. Intraoperatively the lens was removed and it was noted there is no plans for a replacement lens at a later date. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).